Event description:
It was reported that there was no noticeable damage on the nim trivantage emg tube prior to use. Patient moved at the beginning, for the setup of davinci procedure. During da vinci+thyroidectomy surgical procedure, the channel 2 was working after initial intubation and then "electrode off" during the rest of surgery process using emg tube. User turned the sound of(muted) channel 2 off, and focus on channel 1 (trivantage). When the surgeon end the surgery and started to suture the wound, it returned normal. Emg tube was not repositioned. The procedure was completed with the reported product(s). There was no patient impact. User does not suspect any issue with console and patient interface.

Manufacturer narrative:
H3: analysis found that visually, there was contamination on the distal end of the device including the cuff balloon and trace pads and surgical tape wrapped around the clamp shell, proximal portions of the device and wire harness. Under magnification, there were small voids in the blue and red ink traces (underneath the adhesive) and pads. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 34.7 ohms (blue), 24.3 ohms (blue with white stripe), 45.6 ohms (red), and 23.8 ohms (red with white stripe) which all electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system, and the pads were submerged in a saline solution to perform functional testing and the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating the shape of the device while performing bend testing (of each trace near the clamp shell). A review of the global complaint data showed no similar complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.